Manufacturer narrative:
The lot number for the malfunction was provided, therefore a lot history review was performed. The device was not returned for evaluation. Medical records were provided and reviewed. Therefore, the investigation is confirmed for occlusion. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model rf400f vena cava filter allegedly occlusion. The information was received from a single source. This malfunction involved one patient with no patient consequences. The (B)(6) male patient was (B)(6) lbs.